Event description:
A discordant result for troponin I (tni) was obtained on a dimension rxl max instrument. An automatic retest of the sample was performed by the system. The result was not reported out of the laboratory. The sample was then manually retested. The manual retest result matched the automatic retest result and was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). Tsc analyzed the instrument data and recommended that the customer perform the system weekly maintenance procedure and alignments. The cause of the discordant high troponin result is unknown. No further information was received from the customer. The instrument is performing within specifications. No further evaluation of the device is required.